Event description:
Delay of therapy during alarm condition reported. While a nurse was starting an aminophylline drip for a pt with an unspecified bolus dose, a door/cassete alarm was rec'd. The nurse checked the pump and switched it out; then changed the tubing with no further problems. While the nurse was changing the tubing, the aminophylline bolus dose was given by gravity infusion as the dose was to be infused over 1 hr. No pt harm was reported.